Event description:
It was reported that the pump replacement case and the drug used in the new pump was the drug from the old pump. It was stated that by the manufacturing representative that he primed the pump on the back table and he programmed the pump with the wrong concentration. It was indicated that the dose was used as the concentration of 7.6mg/ml at 7.6mg/day. The drug concentration should have been 40mg/ml. A priming bolus was done and the pump was connected to the catheter which had run at those parameters. There was a concern that the pump was overdosing. The concentration was changed and the plan was to request for a bridge bolus. It was reported that the patient was doing "great" at the time. It was later reported that the pump was not overdosing. The concentration was entered incorrectly and it was changed after the priming on the back table had been completed. It was indicated that there were "no issues" with the pump. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, lot# l81955, implanted: (B)(6) 2000, product type catheter; product ID 863740, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type pump. (B)(4).